Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a buzzing sound coming from the system controller was not confirmed. The system controller (serial #: (B)(6) was not returned for analysis; however, a log file was submitted for review with events spanning approximately 4 days (04may2023 ¿ 09may2023 per time stamp). Throughout the log file there was elevated pump power and backup mcu faults. Additionally, low speed operation was observed intermittently on (B)(6) 2023 between 07:55:42 to 07:58:50. Driveline fault alarms were active on (B)(6) 2023 between 07:58:28 ¿ 07:59:15. Phase 3 was recorded to be higher than phases 1 and 2 during these events. The observations in the log file indicate a pump issue and are further addressed via the pump investigation (related manufacturer report number 2916596-2023-02857). There were no other notable events active in the log file. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial #: (B)(6) and the system controller was found to pass all manufacturing and quality assurance specifications. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly care interpret and troubleshoot all system alarms including driveline faults. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with alarms that they could not explain and a "buzzing" sound coming from their controller. During interrogation, transient driveline fault alarms were noted. The patient reported having these alarms only when on wall power. The patient is now connected to ungrounded orange patient cable. The "buzzing" sound was noted to be worse when the driveline was manipulated close to the controller connection. Log files captured a yellow wrench advisories and replace controller indications. Also, log files captured a controller exchange on (B)(6) 2023, after which the controller was switched to battery power. The controller exchange resolved the yellow wrench indication and replace controller messages. No issues were noted after the patient was back on the grounded patient cable. The patient then stayed overnight on a grounded patient cable and the patient had no subsequent hazards/advisories. The patient was discharged around noon on (B)(6) 2023. It was noted there no subsequent driveline faults occurred between date of controller exchange (09may2023) and perc lead repair (11may2023) while patient was on an unshielded cable. Related MFR: 2916596-2023-02857.